Manufacturer narrative:
A review of lot# 3125754 showed (B)(4) each were manufactured, tested, inspected and released in 10/2015 with no anomalies cited.

Event description:
Complaint received regarding several b9451, 106" 60 drop 150ml burette set, two claves, rotating luer and non-dehp tubing, lot# 3125754 (mfg'd 10/2015). Report states, "when used in pediatrics for anesthesia (not through a pump), the auto shut off does not shut efficiently and allows for air to get into the tubing. Because this is in pediatrics the hospital views the air in the tubing as dangerous and cannot use the set as designed." No serious/adverse consequences reported.